Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported slda appears to be related to a combination of patient morphology/pathology and procedural factors due to difficulty visualizing the clip. The cause of the reported difficulty visualizing cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr), rotated heart, thin tethered leaflets for a triclip procedure. During the procedure, triclip was implanted on anterior and septal leaflet. It was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the anterior leaflet. Additional two triclips were implanted to stabilize the slda. Imaging was difficult. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.